Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of no image was confirmed, due to there was a red crack and image guide breakage. In addition, the biopsy channel was leaking. The forceps passage was leaking. The bending section cover glue was cracked. One element was broken. The insertion tube had a deep dent and buckle. The angulation was low. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported to olympus, the evis eus ultrasound bronchofibervideoscope displayed no image, had no connection and had flexing issues during preparation for use. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to correct e2/e3/g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the reported, no image, was not reproduced it was found that there was an abnormal image. Olympus will continue to monitor field performance for this device.